Manufacturer narrative:
Only the connector portion of the lead was returned in one piece measuring 12.0 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2020-03034; 2938836-2020-03035; 2938836-2020-03037. It was reported that the patient expired and the cause of death is unknown. The whole system was explanted. There is no known allegation from a health professional that suggests the death was related to the device.